Event description:
The hospital reported that during a bentall surgery, while the hemashield woven graft was being used as a perfusion line to the subclavian artery under extracorporeal circuit, there were leakages from the wall of the graft. Adhesive glue was applied at the body of the artificial vessel but the leakage did not stop. The same device was used to complete the procedure. The hospital could not provide the amount of blood that was lost. A 120cc of blood was used for transfusion for the cardiopulmonary bypass procedure. The hospital intends to return the product in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).